Event description:
Upon opening the pack it was noticed that the .035 inch j wire had a broken tip. This was not used. It was set aside and another device was used in its place. It worked fine and the case went well.